Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Our evaluation of the misplaced implants was inconclusive due to no case logs from the procedure being provided. The description provided states that while using excelsiusgps, one implant was misplaced and replaced intraoperatively but no adverse effects to the patient were reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.